Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient fell backward onto the implantable neurostimulator (ins) in (B)(6) 2012. After that the patient felt pain and it has not charged or worked since the fall. It was stated that the patient did not tell "(B)(6)" because "his doctor would yell at him". The patient tried a "trickle charge" with a medtronic representative, but that did not work. The patient tried to charge, but was not able to. It was stated that when the weather was "nicer" the patient was in less pain, but now the pain was worse because the weather was bad. Later the same day it was reported that an ins over discharge was suspected. It was reported that the last successful recharge session was in (B)(6) 2012. It was stated that the company representative was going to meet the patient in the doctor's office to perform a physician mode recharge (pmr). About one week later it was reported that the company representative met with the patient. Four pmrs were attempted with no success. The ins was not able to come out of over discharge. There were no malfunctions seen and the cause of the issue was not determined. It was reported that no follow up had been scheduled and no interventions had taken place. No further information was known.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3487a-33, lot# j0349489v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot# j0012653v, implanted: (B)(6) 2000, product type lead; product ID 3487a-33, lot# j0349489v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot# j0012653v, implanted: (B)(6) 2000, product type lead. (B)(4).